Event description:
It was reported that during use of the bd blunt fill needle with filter the packaging is difficult to open creating a sterility problem. The following information was provided by the initial reporter, translated from dutch to english: the packaging is difficult to open sterile.

Manufacturer narrative:
H.6. Investigation: two samples were received. The samples came in sealed packaging blister. They have the plastic shield. The lot# printed on is the lot# 9093550. They have the top and bottom webs fully sealed making difficult to separate them and open the packaging blister. This would have happened during the multivac packaging process. The bottom web is formed to create a kind of nest and the part is placed in the "nest". Then the top web is placed, and the blister is sealed. In this case both webs were fully sealed and not detected during the inspections. There was no documentation for this type of defect during the entire production run of the batch received. H3 other text : see h.10.

Manufacturer narrative:
Date of event: unknown. The date received by manufacturer has been used for this field. Medical device expiration date: unknown. A device evaluation is anticipated, but has not yet begun. Upon completion of the investigation and/or device history review, a supplemental report will be filed. Device manufacture date: unknown.

Event description:
It was reported that during use of the bd blunt fill needle with filter the packaging is difficult to open creating a sterility problem. The following information was provided by the initial reporter, translated from (B)(6) to english: the packaging is difficult to open sterile.